Event description:
The advocate stated his wife tested her blood glucose using 2 breeze2 meters and received readings of 22 and 150mg/dl.the difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips were returned for evaluation.replacement test strips were sent to the customer